Event description:
Customer reported a malfunction with their pump, specifically malfunction code 25, which was not resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.